Event description:
The customer stated that insulin leaked into the reservoir compartment of the insulin pump. The customer stated that she dropped the insulin pump and that is when the problems began. The customer did not save any of the reservoirs and has none to return for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best our knowledge.